Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot# j0340297v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative reported that the patient had a broken lead. The patient reported to their health care provider's (hcp's) office with a broken patient programmer and a decrease in therapy benefit. The hcp's office completed an x-ray and it was identified that the lead was suspected to be fractured. The intervention taken to resolve the issue was that the system was fully removed and replaced. No diagnostic or troubleshooting was known to have been performed prior to the or and none was completed in the or. Upon removing the implantable neurostimulator (ins), the lead was broken in 2 pieces. The lead and ins were returned. The issue was resolved and the patient status was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that all conductors were broken and the lead was segmented at 11.6 cm from the distal end due to overstress damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.